Event description:
It was reported that failure to halt ablation occurred. During and ablation procedure with the maestro 4000 system, an rf error occurred on the pump however the maestro 4000 did not halt rf ablation delivery. The only possible work around would be to stop rf energy delivery by pressing the rf power control button on the generator or remote panel. The procedure was completed via an alternative method. No patient complications were reported.

Manufacturer narrative:
There was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. The device passed all performance criteria of its final test. The rf delivery stops when the footswitch is released and it starts if the footswitch pressed and hold. Device passed all performance criteria of its final test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that failure to halt ablation occurred. During and ablation procedure with the maestro 4000 system, an rf error occurred on the pump however the maestro 4000 did not halt rf ablation delivery. The only possible workaround would be to stop rf energy delivery by pressing the rf power control button on the generator or remote panel. The procedure was completed via an alternative method. No patient complications were reported.